Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID pnma01411a004, lot # unknown, product type recharger belt.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain on (B)(6) 2017. The patient reported that beginning they think in (B)(6) 2017 they had poor coupling while recharging. They are having a problem getting it to charge and have not used it for 3 weeks now because they are afraid it will lose the charge and has almost lost the charge. The patient will sometimes get it at 4 bars or full bars if they sit perfectly still but within a minute or two they lose coupling. The patient does not use a recharging belt because it does not stay in position because they have a fairly large stomach. The patient already tried turning the antenna dial and they feel confident that the antenna is directly over the ins because they can feel it. The patient spoke to their manufacturer representative (rep) last week who recommended trying adhesive discs. Patient services ordered adhesive discs for the patient and the patient noted that they would be seeing their rep at their doctor¿s office on tuesday. The patient noted that their rep was notified of the issue last week and again five minutes ago. There were no patient symptoms reported and no complications reported.